Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2855 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no: c59247, cs000x7) for female sterilisation. The patient had a medical history of cholecystectomy, carpal tunnel release, carpal tunnel release, neck surgery, obesity, migraine, anxiety, dermoid cyst, pelvic pain, abdominal pain nos (acute), transvaginal ultrasound scan (s/p cervical spinal fusion), oligomenorrhea (severity: minimally disruptive, duration: > 1 month, timing: with most menses), haemorrhage abnormal (severity: minimally disruptive, duration: > 1 month, timing: with most menses), parity 1 (1) and gravida I (1). Previously administered products included: ibuprofen and spironolactone. Concurrent conditions were listed as multiparous, pelvic pain female and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (hysterectomy with bilateral salpingectomy, hysterectomy-rso, left salpingectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date: on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical diagnosis, chranlo pelvic and perineal pain, right dermoid cyst. Final diagnosis: uterus, cervix, bilateral fallopian tubes, and right ovary, hysterectomy: right ovary: mature cystic. Teratoma. Bilateral fallopian tubes: no pathologic abnormality. Gervix: no patholagic abnormality. Endometrum: secretory patten. Myometrum: no pathologic abnormality. Tissues: uterus, cervix, right tube and ovary and left fallopian tube. Gross description: a prior-sterilization coil is identified n the left fallopian tube sturnp sectlor is through the 'cervix reveal scattered nabothian gland cyst. Sections through the utenne corpus reveal no myometrial mass lesions. Microscopic description the findings are those of a mature cyste teratoma. Features of malignancy are not identified. The bacterial fallaman tubes show no significant pathologic abnormality. [Ultrasound pelvis] (date unknown): history: right-sided pelvic pain for 5 days. Bilateral essure devices were placed 5 years ago. Impression: right ovarian mass as was seen on CT. This cannot be fully evaluated on this exam due to shadowing. However, the appearance on the CT is consistent with a dermoid or possibly teratoma. Measurements are most accurate on the CT scan. Unremarkable evaluation of the uterus. Review of the prior CT also shows that one of the essure devices is in the cul-de-sac and not in the right fallopian tube. The other device is coiled but appears to be in the left fallopian tube. Batch no: c59247, production date: 2014-05-22, expiration date: 2017-05-31. Batch no: cs000x7, production date: 2015-07-10, expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C59247, cs000x7) for female sterilisation. The patient had a medical history of cholecystectomy, carpal tunnel release, carpal tunnel release, neck surgery, obesity, migraine, anxiety, dermoid cyst, pelvic pain, abdominal pain nos (acute), transvaginal ultrasound scan (s/p cervical spinal fusion), oligomenorrhea (severity: minimally disruptive duration: > 1 month timing: with most menses), haemorrhage abnormal (severity: minimally disruptive duration: > 1 month timing: with most menses), parity 1 (1) and gravida I (1). Previously administered products included: ibuprofen and spironolactone. Concurrent conditions were listed as multiparous, pelvic pain female and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy-rso, left salpingectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical diagnosis, chranlo pelvic and perineal pain, right dermoid cyst final diagnosis uterus, cervix, bilateral fallopian tubes, and right ovary, hysterectomy: ~ rightovary: mature cystic.teratoma. - bilateralfallopian tubes: no pathologic abnormality. Gervix: no patholagic abnormality. Endometrum: secretory pattem. > myometrum: no pathologic abnormality. Tissues:uterus, cervix, right tube and ovary - and leet fallopian tube gross description: a prior-sterilization coil is identified n the left fallopian tube sturnp sectloris through thé 'cervix reveal scattered nabothian gland cyst. Sectons through the utenne corpus reveal no myometrial mass lesions. Microscopic desgription the findings are those of a mature cyste teratoma. Features of malignancy are not identified. The bdateral fallaman tubes show no signifiant pathologic abnormality. [Ultrasound pelvis] (date unknown): history: right-sided pelvic pain for 5 days. Bilateral essure devices were placed 5 years ago impression: right ovarian mass as was seen on CT. This cannot be fully evaluated on this exam due to shadowing. However, the appearance on the CT is consistent with a dermoid or possibly teratoma. Measurements are most accurate on the CT scan. Unremarkable evaluation of the uterus. Review of the prior CT also shows that one of the essure devices is in the cul-de-sac and not in the right fallopian tube. The other device is coiled but appears to be in the left fallopian tube. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. New reporter, lot number of device, lab data, relevant history and non-drug treatment notes added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C59247, cs000x7) for female sterilisation. The patient had a medical history of cholecystectomy, carpal tunnel release, carpal tunnel release, neck surgery, obesity, migraine, anxiety, dermoid cyst, pelvic pain, abdominal pain nos (acute), transvaginal ultrasound scan (s/p cervical spinal fusion), oligomenorrhea (severity: minimally disruptive, duration: > 1 month, timing: with most menses), haemorrhage abnormal (severity: minimally disruptive, duration: > 1 month, timing: with most menses), parity 1 (1) and gravida I (1). Previously administered products included: ibuprofen and spironolactone. Concurrent conditions were listed as multiparous, pelvic pain female and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy-rso, left salpingectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical diagnosis, chranlo pelvic and perineal pain, right dermoid cyst final diagnosis: uterus, cervix, bilateral fallopian tubes, and right ovary, hysterectomy: rightovary: mature cystic.teratoma. Bilateralfallopian tubes: no pathologic abnormality. Gervix: no patholagic abnormality. Endometrum: secretory pattem. Myometrum: no pathologic abnormality. Tissues: uterus, cervix, right tube and ovary - and leet fallopian tube. Gross description: a prior-sterilization coil is identified n the left fallopian tube sturnp sectloris through thé 'cervix reveal scattered nabothian gland cyst. Sectons through the utenne corpus reveal no myometrial mass lesions. Microscopic desgription the findings are those of a mature cyste teratoma. Features of malignancy are not identified. The bdateral fallaman tubes show no signifiant pathologic abnormality. [Ultrasound pelvis] (date unknown): history: right-sided pelvic pain for 5 days. Bilateral essure devices were placed 5 years ago impression: right ovarian mass as was seen on CT. This cannot be fully evaluated on this exam due to shadowing. However, the appearance on the CT is consistent with a dermoid or possibly teratoma. Measurements are most accurate on the CT scan. Unremarkable evaluation of the uterus. Review of the prior CT also shows that one of the essure devices is in the cul-de-sac and not in the right fallopian tube. The other device is coiled but appears to be in the left fallopian tube. Batch no: c59247. Production date: 2014-05-22. Expiration date: 2017-05-31. Batch no: cs000x7. Production date: 2015-07-10. Expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2855 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.